Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported poor communication on their patient programmer. They also reported that they had bandages and swelling due to the fact that the device is a new implant. Patient also reported that they do not think the device was working nor turned on and that they never felt stimulation . The also stated that the therapy was not helping with their symptoms. No further complications were noted or anticipated.